Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly and motor. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also reported that the insulin pump was exposed to moisture and insulin pump back was cracked. The device will be returned for analysis.